Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that the customer lvp IV fluid rate was programmed thru ehr (epic) as 125ml/hr but the pump showed 126ml/hr.

Manufacturer narrative:
The customer¿s report that the lvp IV fluid rate was programmed thru ehr (epic) as 125 ml/h, but the pump showed 126 ml/h was confirmed and replicated during this investigation. Inspection: the inspection process performed on pump module sn (B)(6) found it to be in fair condition. The right (male) iui was observed with corrosion. The left (female) iui was observed with bent pins and corrosion. Log analysis results: a review of the pcu event log starting prior to the reported event date and time shows pump module sn (B)(6) had an existing primary infusion of guardrails fluid drug ID 463 (identified as ns) when the pump module was selected on (B)(6) 2020 at 10:00:22 pm. The pcu up arrow key was pressed which increased the rate of the existing primary infusion of drug ID 463 (identified as normal saline) to 126 ml/h (from 125 ml/h) and the infusion was started. The infusion ran for approximately 21 minutes until the rate was manually changed back to 125 ml/h. Further review of the incident lvp¿s activity noted there were various rate and vtbi changes until the pump module was channeled off on (B)(6) 2020 at 05:34:20 am which also powered off the pcu. No further infusion was noted from the device. Test results: keypress replication was performed on the received devices following the key presses noted in the pcu event log. The additional testing of a pcu keypad test through maintenance mode was performed. The ¿softkeys¿ along the sides and bottom of the display were pressed during the testing and each of the keys functioned and responded properly with no issues observed. The root cause of the customer¿s report that the lvp IV fluid rate was programmed thru ehr (epic) as 125 ml/h, but the pump showed 126 ml/h was identified as due to a programming issue. Keypress replication on the received devices and the log analysis confirmed the pcu up arrow key was pressed which increased the rate prior to proceeding with the infusion. Device history review: a review of the lvp device history record showed the device had a manufacture date of 06/08/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer lvp IV fluid rate was programmed thru ehr (epic) as 125ml/hr but the pump showed 126ml/hr. Per the customer, there is no patient information.